Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the battery and on/standby switch. A quote for the defective parts was provided to the customer and not accepted at this time.

Event description:
The hospital reported that, during the preoperative checkout, the unit shut down. There was no reported patient involvement.